Event description:
A us distributor contacted zoll to report that a patient developed a blister under an electrode. There was no alleged device malfunction contributing to the irritation. Patient was advised to use anti-itching cream by a physician. Follow up indicated that she has been using the cream, as well as neosporin and a bandage and the irritation has improved some.